Manufacturer narrative:
A united states (us) customer contacted the siemens healthcare diagnostics remote services center (rsc) . Regarding an erroneously depressed enzymatic creatinine_2 (ecre_2) result obtained on a patient sample on an atellica ch 930 analyzer. Calibration and quality control (qc) were recovered within range on the day of the event. Siemens is evaluating the event.

Event description:
The customer reported to siemens that an erroneously depressed enzymatic creatinine_2 (ecre_2) result was obtained on a patient sample on an atellica ch 930 analyzer. The initial result was reported to the physician(s). The sample was reprocessed on the original analyzer. The reprocessed result recovered higher than the initial result. The reprocessed result was reported as the correct result to the physician(s). There are no known reports of patient intervention or adverse health consequences due to an erroneously depressed ecre_2 result.

Manufacturer narrative:
Additional information (15-apr-2025): siemens reviewed the data provided by the customer. As per instructions in the atellica solution operator's guide, a result flagged with abnormal reaction requires additional attention by the operator and therefore is not a reportable result, however, the customer reported the initial result, which was flagged with abnormal reaction. Siemens further evaluated the event and determined that an abnormal reaction result flag is an indication of excessive bubbles or foam in the reaction cuvette and most likely due to an inappropriate sample or reagent mix. The issue was resolved with routine assay troubleshooting. The customer is operational. The instrument is performing according to specifications. No further evaluation of this device is required. Section h6 has been updated to reflect the siemens investigation. Initial MDR 2432235-2025-00105 was filed on 08-apr-2025.